Manufacturer narrative:
This is one of two devices associated with the reported event and the manufacturing report associated with this device is 3004939290-2019-01036. It is not known if this device is available for evaluation. Device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynxgrip for vascular closure, the balloon failed to deflate during prep before inserting into the patient. A second 6-7f mynxgrip device was opened, tested, deflated and inserted into the patient. However, there was resistance felt when trying to pull the balloon through the advancer tube. It was noted that the device was stuck in the patient. The physician used a larger needle to retrieve the device and the entire product came out with the balloon. Manual compression was used to hold pressure over the artery. The procedure was completed, and patient went home. It is unknown if the devices will be returned.

Manufacturer narrative:
During use of a 6-7f mynxgrip device for vascular closure (vcd), the balloon failed to deflate during prep before inserting into the patient. A second 6-7f mynxgrip vcd was opened, tested, deflated and inserted into the patient. However, there was resistance felt when trying to pull the balloon through the advancer tube. It was noted that the device was stuck in the patient. The physician used a larger needle to retrieve the device and the entire product came out with the balloon. Manual compression was used to hold pressure over the artery. The procedure was completed, and patient went home. The device was not returned for analysis. A product history record (phr) review of lot f1815501 revealed no anomalies or non-conformities during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon retraction jam¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure experienced could not be determined. Based on the information available for review, procedural/handling factors may have contributed to the balloon retraction issue experienced, such as incomplete deflation of the balloon. According to the instructions for use, which is not intended as a mitigation, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression.¿ neither the phr, nor the information available for review suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time. This is one of two devices associated with the reported event and the manufacturing report associated with this device is 3004939290-2019-01036.